Manufacturer narrative:
The field service engineer (fse) replaced the tubing at pinch valve vl43 that had come off of a fitting. The fse verified the solenoids were not damaged from the fluid leak; no issues were noted. The fse noted the customer had already cleaned up leaked fluid. The fse performed system startup, latron, and 5c controls. Results conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of clear fluid leaked from the instrument and onto the counter during system startup involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of a laboratory coat and eye protection during the event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.